Event description:
The customer reported via phone call that she could not pull the plungers back on the reservoirs. Customer's blood glucose level was 184 mg/dl. She mentioned a serious injury/hospitalization. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.